Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture thresholds were observed. The patient reported falling shortly after the implant. Fluoroscopy revealed the leads had dislodged. The leads were successfully repositioned and resulted in lower thresholds. The patient was stable before, during, and after the procedure.